Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they kept received failed battery test alarms. It had occurred 4 times. The customer's blood glucose level was unknown. Troubleshooting was performed. They inserted a new battery and the failed battery test recurred. They were advised to monitor the insulin pump. They will be sent a replacement battery cap. The device will not be returned for analysis.